Event description:
(B)(4). Continued bleeding since I get a day or two with no spotting but then I continue to bleed. Very uncomfortable when I walk or carry my children. If I rub it it is sensitive to touch and painful.